Event description:
Pt says 5 times he put a needle on the pen and the insulin pen locked up; he inspected the needle and discovered that the needle is not long enough to penetrate stopper. Dose frequency: tid.